Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black and the device slipped out after ras treatment. The procedure was completed by switching to manual compression. There was no reported patient injury. There were no reports of patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the physician did not place their thumb on the plug deployment button during retraction. The device was used in an interventional procedure with a retrograde approach. No visible signs of device or package damage were noted prior to use. A 6f non-cordis catheter sheath introducer was used, and the device was stored and prepared according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability and insertion angle (30¿45 degrees) were verified by angiography, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use.¿ the product was not returned for analysis. A review of the manufacturing documentation associated with lot 18466508 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black and the device slipped out after ras treatment. The procedure was completed by switching to manual compression. There was no reported patient injury. There were no reports of patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the physician did not place their thumb on the plug deployment button during retraction. The device was used in an interventional procedure with a retrograde approach. No visible signs of device or package damage were noted prior to use. A 6f non-cordis catheter sheath introducer was used, and the device was stored and prepared according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability and insertion angle (30¿45 degrees) were verified by angiography, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. The device involved was discarded and therefore not returned.